Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was punctured into the cyst, and the stent's first flange was deployed. Subsequently, the second flange was deployed; however, it was unable to be released. The stent was partially deployed on the delivery system when it was removed from the patient. The physician decided to complete the procedure using a puncture needle for drainage. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was punctured into the cyst, and the stent's first flange was deployed. Subsequently, the second flange was deployed; however, it was unable to be released. The stent was partially deployed on the delivery system when it was removed from the patient. The physician decided to complete the procedure using a puncture needle for drainage. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. The stent was received fully covered and undeployed. Functional inspection related to the deployment of the stent was performed, the catheter was unlocked by sliding it to the right, and the catheter control hub was moved up and down; the catheter passed through the luer without resistance. The stent hub was then moved down to the second and fourth position; however, the stent presented slow expansion on both flanges. The stent's slow expansion was also observed under magnification. Dimensional inspection found that the stent's dimensions were not within specifications. No other problems were noted with the stent. The reported event of the stent being partially deployed was not confirmed, as the stent was received in an undeployed position. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Based on the available information, the investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.